Manufacturer narrative:
It was further noted that the boston scientific local area sales representative had not attempted pocket manipulation while sampling impedance with the proximal coil in the configuration. The boston scientific technical services consultant stated that if you can get greater than 125 ohms shock repeatedly, then there is some sort of connection or lead integrity problem. Therefore, further isometrics were recommended as well as defibrillation threshold (dfts) testing in the new configuration if the issue was to be addressed through reprogramming. Most recently, the patient returned to the clinic to see the physician, but high impedances could not again be duplicated. Pocket manipulation and isometrics yielded normal shock impedances in all configurations, so the physician made the decision to monitor the patient with no intervention at this time. This rv lead remains actively in service without further issue. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit greater than 125 ohms shock impedance and noise. The patient was brought in for a system check at which time all vectors that included the proximal coil had a greater than 125 ohm shock impedance. A coil to can configuration was programmed, resulting in an impedance of 82 ohms. The physician planned to maintain this shock vector. There were no reported adverse patient effects associated with these clinical observations.